Event description:
It was reported there were telemetry issues. An implantable neurostimulator (ins) over-discharge was suspected. The last time any stimulation was felt and the last time there was a successful charging session was two to six months prior. A power on reset (por) condition was noted. Follow up reported there was no error code seen with the por and the cause of the por was unknown. It was noted the patient was experiencing interrupted therapy due to the event. A physician mode recharge (pmr) was conducted but was unsuccessful. It was noted there could be a possible replacement. It was also noted the cause of the over-discharge was 'possible device malfunction.' Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 377745, lot# v011529, implanted: (B)(6) 2006, product type lead; product ID 377745, lot# v011529, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot# j0444190v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot# j0504247v, implanted: (B)(6) 2005, product type lead. (B)(4).